Event description:
The customer stated that she tested a patient's blood glucose using an elite xl meter and another meter (brand unknown). The elite xl read 408 and 480 mg/dl, while the other meter read 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were returned for evaluation. A new contour meter kit was sent to the customer.